Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the rate may increase without warning. Analysis did find that the upper and lower cases, side bail covers and ring cover were broken and that it needed interconnect washers. (B)(4).

Event description:
It was reported that the external pulse generator may increase its rate without warning. The generator was returned for service. No patient complications have been reported as a result of this event.